Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. On an unknown date, the patient was hospitalized for the event. The patient was treated with injection meropenem (intraperitoneal, discontinued) for peritonitis. It was reported that on an unknown date, the patient was discharged from the hospital and was recovered from the peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.